Manufacturer narrative:
(B)(4). The axium coil was returned for evaluation without the implant coil as it remains in the patient. Therefore, the report of ¿non-detachment¿ could not be confirmed as the pushwire was returned with the implant coil already detached. As received, the distal pushwire segment was found to be bent at proximal end. The coil shield was found to be stretched. During the evaluation the release- was pulled back, it became broken with the coin stuck within the hypotube; therefore, the coin could not be evaluated. The retainer ring appeared to be ovalized and found damaged. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the bends in the pushwire or incorrect method of manual detachment may have contributed to the non-detachment experience. Per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received information that this coil would not detach with an instant detacher as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use) during coiling treatment of a ruptured saccular anterior communicating aneurysm measured approximately 4mm x 1 mm. It was reported the physician removed the coil and left the microcatheter in the aneurysm and implanted a new coil. At this time it was reported the physician noted that a portion of initial coil separated and detached in the microcatheter, so a portion of first coil remained in aneurysm along with second coil. No patient injury reported as a result of the procedure.